Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), difficulty was experienced inserting the right atrial (ra) lead into the device header. The implant procedure was successfully completed. No adverse patient effects were reported.